Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. Visual inspection revealed surface residue adhering to both sides of the optic body and appeared to have evidence of viscoelastic, hair, ophthalmic viscosurgical device (ovd) compatible with handling, such as during the implant and explant process. In addition the lens had a distorted haptic and torn optic, which is a condition related to the explant process. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing for this serial number were within specifications and in compliance. No deviations or non-conformances (ncr) related to the customer claim were generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that after insertion of the intraocular lens (iol) there was a tear in the capsule of the patient's left eye. An incision enlargement was required to remove the lens. The lens was replaced with 3 piece lens. The visual outcome post op was fine. The patient's date of birth was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.